Event description:
The caller reported encountering a cgm error 42 related to a g7 sensor. After consulting with technical support, they were guided through performing a pump reset. Following this reset, the pump no longer displayed the cgm error code. The caller successfully initiated their sensor session, and there was no reported adverse impact to the customer's blood glucose level.